Event description:
Surgeon was performing t10 to illium fusion with uss dual opening and could not get the nut to thread on top of the screw for the left illium. He stripped out several nuts and screws trying to get one to hold and bent one hook and screw holder. All broken pieces removed and more than 30 minutes delay and procedure completed successfully.this report is 6 of 14 for compalint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the design evaluation report states that the surgeon had difficulty engaging the nuts on the uss screws while seating the rods with the collars. This may have been due to the rod not being fully seated in the screw. If the nut is not placed proper aligned with the mating pedicle screw threads, cross-threading can occur damaging the screw and nut. The (B)(6) reviewed the complaint history between 5/2011 and 5/2013 for (B)(4) implants with this hazard. The history shows (B)(4) implants. The occurrence rate of this hazard based on the sales of (B)(4) for the same time period is (B)(4) percent.

Manufacturer narrative:
Device used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment, not diagnosis. Sex: female. DHR review found no relevant issues that would result in this product complaint. Manufacture eval-deep scratches and nicks on the face, top and side. Damage on one edge of the slot and the side of the collar where the anodize finish has been removed. This is not manufacture related. Because all relevant features conform to product specifications, this complaint is invalid. Product development event eval: the set contains instruments to help persuade/bend the rods to accommodate a wide variety of surgical instances and patient anatomy. Since there is not enough information concerning the placement of the rod during the procedure, this complaint is a deemed indeterminate from a design perspective. Correction awareness date (B)(4) 2013. Placeholder.